Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 to report that on (B)(6)2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6)2016. At the time of contact, no injury or medical intervention was reported. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/18/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined.